Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that there was oversensing and noise on the lead. The lead has been capped and replaced. The device was replaced due to a large amount of fluid in the device header. No patient complications have been reported as a result of this event.